Event description:
Customer reported that the sensor did not give accurate readings. She stated that the threshold suspend is activated when the blood glucose is 120 mg/dl when it was programmed to suspend at 60 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.